Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that abnormal device function was suspected with the cardiac resynchronization therapy defibrillator (crt-d) as the  electrocardiogram did not appear to be capturing correctly or wasn't being captured correctly. The device remains in use. No patient complications have been reported as a result of this event.